Manufacturer narrative:
B3: date of event estimated using the first day of the aware month.

Event description:
It was reported that the coil broke. A 10mm x 30cm embold fibered detachable coil system was selected for use. During the procedure, the coil broke in the vessel. The device was removed. No patient complications were reported.

Event description:
It was reported that the coil broke. A 10mm x 30cm embold fibered detachable coil system was selected for use. During the procedure, the coil broke in the vessel. The device was removed. No patient complications were reported.